Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection determined that the silicone insulation was peeled without any detachment from the cold jaw support. Also the heater wire was flexed away from the hot jaw ,detached at the tip but remained attached at the base of the jaw. Based on the returned condition of the device the reported complaint was confirmed for "insulation peeled/cracked/detached ¿and ¿plate separated from jaw-bent/detached heater wire.¿ specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system and failure investigation report (fir).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coating came off the tips of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Feb. 19, 2016 09:36 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coating came off the tips of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.